Manufacturer narrative:
Device evaluated by MFR: the rotablator catheter unit was returned attached to the related advancer. The distal part of the guidewire was inserted in the returned units. The burr was detached/separated from the coil. The burr was not returned with the device. The guidewire was removed from the device with out any issues. The coil was microscopically examined. The coil was stretched and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03434. It was reported that during a percutaneous coronary interventional procedure, device detachment occurred. The indication for the procedure was an undilatable first septal perforator and accelerated angina pectoris. Access was gained through the right femoral artery. The lesion being treated was located in the first septal perforator and the angle involved was greater than 90 degrees. The physician advanced an extra support rotawire guide wire, and then advanced a 1.75mm rotalink catheter burr. Ablation was performed approximately 30-45 seconds with this burr, and then rotation stopped. The physician exchanged the first burr for a second 1.75mm rotalink catheter burr. During advancement of the second burr slightly into the lesion, the burr ¿simultaneously separated¿ from the catheter and fractured the extra support rotawire guide wire. The catheter and remainder of the wire were removed from the patient without difficulty. The physician then used a snare and a wire and balloon to attempt to capture the burr however these attempts were unsuccessful. The 1.75mm rotalink catheter burr was only partially occluding the first septal perforator therefore the burr was left in place. In the opinion of the physician the risk of surgery to remove the devices outweighs the benefits. When transferring the patient from the table to the stretcher, a raised, red rash was noted on the full length of the patient¿s legs, chest, arms and abdomen. The patient was given 50 mg additional benadryl for treatment. No further complications were reported, and patient status was reported as 'stable'.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03434. It was reported that during a percutaneous coronary interventional procedure, device detachment occurred. The indication for the procedure was an undilatable first septal perforator and accelerated angina pectoris. Access was gained through the right femoral artery. The lesion being treated was located in the first septal perforator and the angle involved was greater than 90 degrees. The physician advanced an extra support rotawire guide wire, and then advanced a 1.75mm rotalink catheter burr. Ablation was performed approximately 30-45 seconds with this burr, and then rotation stopped. The physician exchanged the first burr for a second 1.75mm rotalink catheter burr. During advancement of the second burr slightly into the lesion, the burr "simultaneously separated" from the catheter and fractured the extra support rotawire guide wire. The catheter and remainder of the wire were removed from the patient without difficulty. The physician then used a snare and a wire and balloon to attempt to capture the burr however these attempts were unsuccessful. The 1.75mm rotalink catheter burr was only partially occluding the first septal perforator therefore the burr was left in place. In the opinion of the physician the risk of surgery to remove the devices outweighs the benefits. When transferring the patient from the table to the stretcher, a raised, red rash was noted on the full length of the patient's legs, chest, arms and abdomen. The patient was given 50 mg additional benadryl for treatment. No further complications were reported, and patient status was reported as "stable".